Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was supplied by the customer. There was no reported delay in the procedure in which the subject device was used. The patient was under general anesthesia during the procedure.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported that during a therapeutic procedure, the visera elite video system center, while being used with the endoeye flex deflectable videoscope, displayed error code e104 and the power became intermittent. The device continued to be used during the procedure. Further along in the procedure, an error code e216 (scope communication error) occurred, and the display screen blacked out. After the error e216 occurred, the device was replaced with another facility-owned olympus videoscope. The procedure was completed successfully, with no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6) (otv-s190/ visera elite video system center).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported error codes were not confirmed yet likely to occur. Based on the results of the investigation, the root cause of error codes e104 and e216 were the cable contacted a sharp object which allowed trace water invasion inside the video connector. The circuit board short-circuited by water invasion, which let to occurrence of e104 and e216. In addition, the following non-reportable malfunctions were found during the device evaluation; incorrect angle bending of insertion tube, signs of physical, chemical, and handling damage. Olympus will continue to monitor field performance for this device.